Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. Eleven days after the onset, the patient was hospitalized for peritonitis. The patient was treated with imipenem (intraperitoneal), amikacin, cephazolin, and vancomycin (intraperitoneal, at a dose of 2 gram every 5 days) for peritonitis. Seventeen days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient had recovered from peritonitis. The action taken with pd therapy was unknown. No additional information is available.